Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-11502. It was reported the patient experienced a stroke following their permanent implant procedure the next day. In turn, the patient was hospitalized for several days. Reportedly, the physician did not think the stroked was device related. It is unknown which device is related to the issue. Therefore, all the suspected devices are being reported.